Event description:
Information received indicates the ground loss light is flashing on the bed.

Manufacturer narrative:
The hill-rom technician replaced the damaged power cord and cable carrier assembly to repair the bed.